Event description:
Customer called to report that the ise (ion-selective electrode) sample probe of the unicel dxc 600 synchron system left a trail of fluid on the sample wheel cover. Customer also stated that the instrument was displaying mc (modular chemistry) probe obstruction errors. The spilled fluid was most likely a one percent or less dilution of wash concentrate ii. On the following day, the field service engineer (fse) inspected the instrument and found "obstruction" errors and fluid on top of the caps. The fse determined that the problem was caused by an obstruction in line 118 that caused the flooding of the blade wash chamber. The fse cleared the obstruction in the line, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer was wearing ppe (personal protective equipment) and stated that no one was harmed by or exposed to the instrument leak.

Manufacturer narrative:
(B)(4).